Manufacturer narrative:
(B)(4).

Event description:
It was reported that not transmitting data occurred. Data was evaluated and the allegation was confirmed as a signal loss over one hour. The probable cause could not be determined. The reported event of not transmitting data is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.